Manufacturer narrative:
Citation: leung wai sang, s et al. Early outcomes for valve-in-valve tavr in degenerative freestyle bioprostheses. Seminars in thoracic and cardiovascular surgery (2017) doi 10.1053/j.semtcvs.2017.11.001 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the outcomes after the implant of a valve-in-valve transcatheter aortic valve (tavr) into a freestyle stentless bioprosthesis. All data were collected from a single center between 2014 and 2016. The study population included 22 patients, who were implanted with a corevalve or an evolut r transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 74 + 9 years. Among all patients implanted with a tavr, adverse events included: mild paravalvular leak (pvl), bradycardia and complete heart block (chb) treated with permanent pacemaker implant, coronary artery occlusion, mild aortic regurgitation (ar), and hematoma. Other adverse events included valve dislodgement treated with recapture and re-deployment, repositioning with asnare or a valve-in-valve implant. No additional adverse patient effects or product performance issues were reported.